Event description:
The customer reported that during boot up the system displayed a precharge error message. A reboot corrected the problem.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.